Manufacturer narrative:
D10 concomitant product: vs101005 5mm dil cann exp slv vstep*x3 (lot#: unknown) vs101505 5mm lng dil cann exp slv vstep (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a redo of a laparoscopic incisional hernia repair, during mesh fixation, the surgeon had to use the powered tacker through a 5mm port but the tacker shaft would not fit all the way through the tip of the port. The same issue happened with another 5mm port. The surgeon tried to fit the tacker through the other two ports which were 11mm. The tacker managed to pass through, but then the surgeon could not fixate the mesh from the angle. The surgeon had to remove the 5mm port from the midline and made the incision about 10cm to be able to suture the mesh in place.